Event description:
X-ray images were received for the patient. One of the images was prior to the high impedance and the second image was taken after the high impedance was observed. Due to the quality of the images the lead integrity could not be fully assessed and it was difficult to assess if the lead pin was fully inserted. No device issues were observed in the portions of the lead that could be evaluated.

Event description:
It was reported the patient was undergoing a generator replacement due to battery depletion. At the surgery the generator could not be interrogated due to end of service. After the new generator was attached to the existing lead a diagnostic test was performed which resulted in high impedance. The surgeon attempted to reinsert the lead pin however the high impedance did not resolve. The lead was left implanted with the new generator. The explanting facility retained the explanted generator. Therefore product return is not expected. Further follow-up found that the physician first observed the high impedance two years prior. No further surgical interventions are known to have occurred to date.